Manufacturer narrative:
(B)(4) skin contact.

Event description:
A healthcare worker was unloading processed devices out from a sterrad 200 sterilizer. The healthcare worker touched a processed device and got burned. Inside of a pouch (of anbu bag was wet), this bag contained the device. No medical attention was sought, the healthcare worker recovered within the day and the symptoms have cleared.